Manufacturer narrative:
The patient death has been reported in a separate record.

Event description:
The customer reported that a patient expired on (B)(6) 2021 at 9:07 am and the patient information center ix (pic ix) failed to alarm.